Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a follow up the lead exhibited high impedance. The atrial lead was dislodged. The physician attempted to reposition the lead but was not successful. The lead was explanted and replaced.